Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). This report is number 2 of 4 mdrs filed for the same patient (reference 0001825034-2016-05536, 0001825034-2016-05539, 0001825034-2016-05540 & 0001825034-2016-05542).

Event description:
Patient enrolled in a clinical study experienced left hip erysipelas infection approximately one month post-implantation. The infection resolved with medication.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.